Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was patient said they had a myelogram test on wednesday and ever since then have had non stop spasms. Patient stated that the doctor said it was okay to leave implanted device on for procedure. Patient said the doctor put something in their back and think the doctor hit something and their whole body went crazy. Patient said the doctor put a needle in their spine and once it "hit the spot" it felt like electrical stim and they couldn't stop it. Patient said their body u-shape, their whole body was spasming and they were screaming. Patient said it was like their pelvis was being ripped apart and down their legs. Patient said their left leg and pelvis won't stop spasming. Patient said their spasms are getting worse and into their hip and they can't stand. Patient said they have no feeling in their left foot and when they go to walk, they can't hold their own weight. Patient said there's nothing in their left leg to hold it, it's like jell-o. Patient said it feels like it is "the machine" (ins device), but the machine is off. Patient said they turned the device off immediately after the procedure. Patient said it feels like something is on or a wire got crossed in their left side. Patient said they went to the hospital yesterday and was given muscle relaxants, medicine for pain and steroids, (gabapentin). Patient said the medicines made them sleep but was still having spasms. Patient said they came home from the hospital with a walker because they were unable to feel their left leg and were still spasming. Patient was able to successfully connect with their ins to confirm their device was turned off. The issue was not resolved through troubleshooting. The patient was redirected to their implanting doctor to further address the issue.